Event description:
The customer contact reported a leak of a radioactive isotope. A 3-way stopcock was connected to the clave port of the tubing set and was being used to deliver an unspecified radioactive isotope. After an unspecified length of time in use, a leak was noted at the connection of the clave port and the male luer of the 3-way stopcock. The leak was cleaned up according to the hospital's protocol. The tubing set was replaced and the procedure was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).